Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter called in to report a no delivery alarm during a bolus. The customer's blood glucose level was 400 mg/dl. The caller completed troubleshooting and found that insulin exited the tubing during manual prime. The caller was informed that the product was working as designed and that the alarm was caused by a set or reservoir occlusion. Nothing was replaced or returned.